Manufacturer narrative:
A fractured abutment had led to the implant being no longer restorable. Dentsply sirona implants is not the legal manufacturer of the fractured abutment that caused the event.

Event description:
It was reported that a patient experienced a dental abutment fracture and fragment piece could not be removed from implant.